Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported was hospitalized due to high blood glucose. Customer stated that the tubing or the reservoir was defective. Customer stated changed the needle and blood glucose was 399 mg/dl and took off the tubing and put it back and blood glucose kept going up. Customer stated took a shot to bring down the blood glucose but did not go down. Troubleshooting was done. Reviewed account history. Customer stated there was a 911 call for high blood glucose. Blood glucoseat the time of the call was 498 mg/dl. Customer stated paramedics came and was not taken to the hospital. Customer declined to be brought to the hospital. Customer was off the insulin pump for 2 hours and 15 minutes prior to 911 call. Customer declined to troubleshoot and wanted infusion set and reservoir replacement. No further information provided.